Event description:
Information received indicates the siderail will not latch due to two missing top rail ratchet rivets.

Manufacturer narrative:
The technician replaced the top rail ratchet rivets to repair the stretcher.